Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient had never had therapy benefit. The ins (implantable neurostimulator) was implanted for constipation. It was noted that the root cause of the revision was related to a therapy or device complaint. The ins does appear to working appropriately but the patient had never had therapy benefit. The revision had not occurred. The revision was scheduled for monday - (B)(6). Event date: 2014. The indication for use was noted as gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.